Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 7.5, lab: 2.35. Meter and lab tests were run within one hour of each other.

Manufacturer narrative:
Investigation pending.